Event description:
A surgeon reported that a pt had decreased vision five days following uncomplicated implantation of an intraocular lens. Exam noted an intense fibrinoid reaction and visual acuity of count fingers. The pt received a vitreous tap and intraocular antibiotics. The tap revealed gram-positive cocci. Two days following the exam, the pt experienced increasing inflammation, hypopyon and visual acuity of hand motion. Therapy was started with intravenous and topical antibiotics. The culture results showed coagulase negative staphylococcus epidermidis. Vision is currently count fingers. The association between this event and the intraocular lens is not known. Add'l info has been requested.

Event description:
F/u with the pt's facility indicates the pt's endophthalmitis persists and pt's vision, although improving, continues to be poor.

Event description:
The plaintiff's attorney has reported per petition that the pt continues to suffer from cystoid macular edema and pt's vision is impaired.